Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres for 10 seconds. However, on the 3rd inflation at the rated burst pressure (rbp) for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed no burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres for 10 seconds. However, on the 3rd inflation at the rated burst pressure (rbp) for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.